Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an error message of ¿replace sensor¿ while wearing the adc freestyle libre sensor. The customer further reported that on (B)(6) 2019, she experienced unspecified hypoglycemia symptoms and she was incapable of self-treating. The customer had contact with a healthcare professional who diagnosed customer with hypoglycemia and administered glucose as treatment. No additional treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving an error message of ¿replace sensor¿ while wearing the adc freestyle libre sensor. The customer further reported that on (B)(6) 2019, she experienced unspecified hypoglycemia symptoms and she was incapable of self-treating. The customer had contact with a healthcare professional who diagnosed customer with hypoglycemia and administered glucose as treatment. No additional treatment information was reported. There was no report of death or permanent impairment associated with this event.